Event description:
A surgeon reported that over the past 12-18 months, he has seen glistenings in implanted intraocular lenses (iol). Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for investigation. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).